Event description:
It was reported that an ilet pump exhibited a malfunction in which the sleep/wake button became unresponsive and progressively worsened, leading to replacement arrangements and user guidance on shutdown and data syncing. Symptoms included no adverse clinical effects and no reported alarms. Outcomes included continued cgm use with the dexcom application or receiver and coordination for device replacement after return of prior units. Investigation included customer service troubleshooting, verification of device details, and logistical review for return and replacement. Investigation of this case revealed a nonfunctional user interface control consistent with a device mechanical or electrical failure of the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.